Manufacturer narrative:
Concomitant medical products: product ID: 9735820, serial/lot #: (B)(4). A medtronic representative went to the site to perform a system checkout. The media I/o panel was replaced. The system control unit was returned to medtronic for analysis. Testing was conducted and electrical failure was confirmed. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information from a manufacturer representative regarding a navigation system outside of a procedure. It was reported that while on site calibrating the imaging system, the navigation system was unable to complete calibration. It was due to the ports on the io panel not functioning. Once another system was brought in the imaging system was calibrated. No patient was present and there was no delay. (B)(6) 2021 (rep): additional information was provided stating that the cause of the issue is unknown.